Manufacturer narrative:
(B)(4): investigation results - a wallflex enteral duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 10mm. The stent could not be further deployed using the handle due to the damage. However, the investigator was able to manually deploy the stent with no issues by retracting the outer sheath by hand. A visual and tactile examination found multiple kinks on the outer. The stainless steel tube was kinked at the mid-section. The stainless steel tube was also kinked/damaged at the base of the proximal handle. No issues were noted with the profiles of the stent holder and the stent. The type of damage noted is consistent with excessive force being applied to the delivery system. The stent holder and stent profile were inspected and there were no issues noted. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was received partially deployed. It was indicated that the patient had tortuous anatomy, causing the catheter of the stent to be torqued, kinked and bent. The cause of the reported deployment difficulties was most probably due to the anatomical and procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was to be used in the duodenum during an esophagogastroduodenoscopy(egd) with stent placement procedure performed on an unknown date. According to the complainant, the patient's anatomy was tortuous. During the procedure, the stent was in a torqued position and was not able to come out of the delivery catheter when they attempted to deploy the stent. The catheter became torqued, kinked and bent. The stent was not deployed at all from the delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.